Manufacturer narrative:
This supplemental is being submitted to add additional information in e2, e3, h6 and h10. Initial reporter position is biomedical engineer. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The damage was confirmed, and the condition of the damage suggests that it was caused by deterioration due to use. Therefore, the damage to the acoustic lens is presumably due to deterioration from use.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of leakage was confirmed. The service technician observed corrosion on the connectors, insertion tube buckled, and the probe unit was cracked. The cause is due to wear and tear. No further information was reported.

Event description:
The customer reported to olympus there was leakage in the device, the cap was opened and was found rusted with some water inside. There was no patient injury reported.